Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow-up, episodes of oversensing resulting in inappropriate anti-tachycardia pacing (atp) were observed on the pace/sense right ventricular (rv) lead. The device was reprogrammed in an attempt to avoid further inappropriate therapy, and abbott technical support was contacted for further recommendations, however, no additional intervention was performed at this time. The patient was stable and will continue to be monitored.